Manufacturer narrative:
The recipient's implant site has healed and the swelling is resolved. The recipient remains implanted. This is the final report.

Event description:
The company was informed that the recipient had head trauma near the implant site. The recipient reported headpiece retention issue and swelling at the implant site. It was confirmed that there was fluid collection at implant site. The recipient was treated with antibiotics (bactrim) compression for ten days. The recipient was recommended to discontinue wearing the external equipment for one week.